Manufacturer narrative:
The customer reported that the central nurse's station (cns) and remote network station (rns) intermittently displayed communication loss with all the telemetry transmitters. The customer also reported that the cns and the rns time were off by about 7 minutes. No patient harm reported. Per the customer, there were reports of intermittent communication loss affecting both the cns's in the war room and the rns remotely viewing the patients. The devices that went into comm loss were strictly org/ tele devices. Upon continuing troubleshooting, we noticed that the comm loss was not consistent and would intermittently go in an out while the bedsides continued monitoring normally. Then, the customer noticed that the cns and rns clients had their time off by about 7 minutes. (B)(6) is onsite as well, and he checked the server and noticed that the segment master listed was a cns that was no longer onsite. The lowest ip cns on the .20 segment is 172.16.20.12 but the server listed 172.16.20.11 as the segment master. Bob confirmed that the time on the .10 segment is correct, but the time on the .20 and .30 segment are 7 - 8 minutes off. Nk tech troubleshooting steps: logged into the system and noticed that the .10 segment host server host1000 application software was posting errors in the log file. The root cause of this was that an entry, 172.16.10.15, was in the cns configuration table, but it was not on the network. Removed this cns entry and restarted the application and the error messages did not return. Checked the .20 segment host server and noticed that it had a cns online that was not in the cns configuration table. Added this entry, 172.16.20.11, and restarted the application. There were no errors as a result. Checked the .30 segment host server - all was fine with the configurations. The .20 and .30 segments had been communicating fine with each other, but they (.20 and .30) were not communicating properly with the .10 segment until nkts made the cns configuration fix. With regards to any time issue - time drifted if the .10 segment host broadcast was not making it to .20 and .30 segment devices. As a precaution, nkts ran a successful w32tm /resync command on the time sync hl7 server (ip: 172.16.10.57). Synchclocks was enabled, and windows time service was running. Time itself was correct on this hl7 server. Details of the complaint: on (B)(6) 2020, customer at scl health reported intermittent communication loss and time off sync on cns and rns on .20 and .30 segments of pu-621ra with serial (B)(4), and rns with serial# (B)(4). Service requested: assistance in troubleshooting. Service performed: nkts could duplicate the issue and assisted in troubleshooting. Nkts logged into the system and noticed that the .10 segment host server host1000 application software which was posting errors in the log file. The root cause of this was that .20 and .30 segments had been communicating fine with each other, but they (.20 and .30) were not communicating properly with the .10 segment. The issue was resolved by fixing cns configuration issue. Nkts observed on .10 segment that an entry of 172.16.10.15, was in the cns configuration table, but it was not on the network. Hence, removed the cns entry and restarted the application and the error messages did not return. Similarly, on .20 segment host server, nkts observed missing cns configuration and fixed by adding the 172.16.20.11 entry online that was not in the cns configuration table. The issue was resolved as there were no errors as a result. Nkts checked the .30 segment host server, configurations ere as per expected specifications. For time error, the root cause of the issue was that time drifted if the .10 segment host broadcast was not making it to .20 and .30 segment devices. To resolve the issue, nkts ran a w32tm /resync command on the time sync hl7 server (ip: 172.16.10.57) which enabled synchclocks and windows time service and time was autocorrected on this hl7 server. The issue was resolved. Investigation result: the root cause of the intermittent communication loss was that .20 and .30 segments had been communicating fine with each other, but they (.20 and .30) were not communicating properly with the .10 segment. And root cause of time synchronizing issue was that time drifted if the .10 segment host broadcast was not making it to .20 and .30 segment devices. Review of device history of both the cns and rns found no previously reported loose connection and time un-synchronized issues with the unit. Investigation conclusion: the root cause of the intermittent communication loss was that .20 and .30 segments had been communicating fine with each other, but they (.20 and .30) were not communicating properly with the .10 segment. And root cause of time synchronizing issue was that time drifted if the .10 segment host broadcast was not making it to .20 and .30 segment devices. Review of device history of both the cns found no previously reported loose connection and time un-synchronized issues with the unit. Additional device information: suspect medical device: the following devices were being used in conjunction with the cns. A/rns-9703-01: serial number ((B)(4)). Org: no model and serial number was provided telemetry transmitters: no models and serial numbers were provided.

Event description:
The customer reported that the central nurse's station (cns) and remote network station (rns) intermittently displayed communication loss with all the telemetry transmitters. The customer also reported that the cns and the rns time were off by about 7 minutes. No patient harm reported.